Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and header of the device noted the header was separated from the case of the device. Pacing, sensing, and shocking functions were verified.

Event description:
Boston scientific received information that while implanted, this device did not exhibit any product performance concerns. During a routine explant procedure, as the physician was removing this device from the pocket, the forceps slipped onto the header. The attending sales representative observed that the header was loose. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.